Event description:
Patient ID: (B)(6). It was reported that the patient underwent a procedure to treat target lesions in the mid left external iliac artery, the mid left superficial femoral artery (sfa) and the mid left common femoral artery (cfa). One 6.0 x 40 mm absolute pro stent was implanted in the mid left sfa. During implant of the second stent, a 7.0 x 40 mm absolute pro stent, in the sfa, a dissection occurred in the cfa. The dissection membrane appeared detached, occluding the profunda femoris artery (pfa); therefore, the supera stent was implanted to reattach the membrane. Angiography after the intervention showed reduced flow in the pfa, which was ultimately accepted and the procedure was completed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of dissection and occlusion is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as known adverse events that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported dissection and obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.